Manufacturer narrative:
G2: country china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient had postoperative discomfort. The patient reported that there was pus discharge and battery exposure at the stimulator implantation site about a week ago, but no treatment was taken. It was recommended to go back to the hospital for examination and communicate with the doctor for follow-up treatment. Additional information was received from the manufacturer representative (rep). It was reported that the steps taken to resolve the issue were unknown, and it was unknown if the issue was resolved. Additional information was received. It was reported again postoperative discomfort. The patient's stimulator was exposed and the wound was infected.